Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked if the cause of the sudden return of symptoms was determined. They responded they were not sleeping or eating, but drinking a lot of liquids and their urgency to urinate became critical. They had also started taking weight loss detoxification pills. Actions/interventions taken to resolve the issue were reported as the patient had to further change their diet and change the quality of the food they ate. They also had to get a new connector for the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had not been getting symptom relief the past 2 nights because they would go to the bathroom every hour, they were incontinent in the night and they had 2 accidents. It was reported the patient had a return of symptoms on (B)(6) 2019. No further complications were reported or anticipated.